Event description:
Reporter indicated the pt underwent vns therapy replacement surgery for "increased impedance." The explanted products have been returned to the MFR and are pending product analysis. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.